Event description:
Alaris lvp set up to deliver 12/ml per hour of IV fluids and d5. The infusion was delivered at a much greater rate than programmed causing rise in blood sugar requiring additional monitoring and labs. Pump found to have cracked upper hinge on platen door.